Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed as part of a concomitant procedure. A watchman trusteer access system (was), a watchman flx pro laa closure device & delivery system (wds), and versacross connect access solution were selected for use. After completion of the concomitant procedure with the was, a drop in the patient's vital signs and blood pressure was observed prior to starting the implant of the wds. A pericardial effusion was noted surrounding the right ventricle (rv). The physician quickly advanced and deployed the closure device. A pericardial drain was placed to treat the effusion. An unknown number of blood units were administered following drainage of the pericardial effusion. The exact cause of the effusion was not identified; however, the physician suspected a possible tear related to the ablation, given the right-sided location. The patient remained hospitalized overnight for monitoring, experienced no further complications, and has since fully recovered.